Event description:
Soon after mesh was implanted in (B)(6) 2006; patient started having issues. Mesh hurts all the time in the right upper quadrant of the intestine area. Patient has fever and problems going to the bathroom. Mesh makes patient feel really bad.